Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a battery out limit, a failed battery test, and a check settings alarm. Blood glucose level at the time of the incident was 417 mg/dl. During troubleshooting, the customer was able to clear the alarms and the insulin pump passed the self test. The customer reported that paramedics were called in response to a blood glucose level of 26 mg/dl several months prior to the call. The customer stated that the low blood glucose level was a result of the insulin pump's settings needing to be adjusted. Customer stated that she was treated by paramedics and was not hospitalized. The customer also reported that she had recently been hospitalized due to non-diabetes related issues. The insulin pump was not replaced or returned for analysis.